Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had significant epistaxis approximately one week prior to presentation. The patient was admitted to the hospital with progressive fatigue and drop in hemoglobin and hematocrit levels. It was also reported that the patient had gastrointestinal bleeding. The patient was transfused with 2 units of packed red blood cells. On (B)(6) 2017, it was reported that the patient was admitted to the hospital with a fever and gastrointestinal bleeding and was transfused with 1 unit of packed red blood cells for a drop in hemoglobin. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.